Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's system was explanted due to infection. There was no allegation from the physician that the infection was related to the patient's system or implant procedure however lead vegetation on the right ventricular lead was observed. The patient's condition was stable throughout the event.